Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluation: the lens was returned in liquid, in the lens vial. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that, as the surgeon was implanting a cc4204a intraocular lens, diopter +18.5 into the patient's left (os) eye, he noticed that the incision was not large enough to implant the lens. The lens was removed in order to enlarge the incision and an alternate lens was successfully implanted. This occurred on (B)(6) 2018.

Manufacturer narrative:
Corrected: the reporter indicated that the surgeon attempted to implant a cc4204a intraocular lens, diopter +18.5 into the patient's left (os) eye on (B)(6) 2018. The reporter states the lens touched the eye, the doctor felt the incision wasn't larger enough and pulled the lens from the eye. The incision was enlarged and a new lens was implanted. This occurred intraoperatively. Claim# (B)(4).